Event description:
On (B)(4) 2012, the distributor contacted animas alleging that on (B)(6) 2012, the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): on inspection, there is no visible damage to the keypad. Testing confirmed intermittent response of all the keypad buttons, requiring multiple presses to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).